Event description:
It was reported that a large volume folfusor was leaking between the elastomer and the outer housing. This issue was identified during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection on the unit via the naked eye noted small trace of silicone oil located on the interior wall of the housing. The condition is cosmetic and has no impact on the function of the product. A leak test was performed and there was no evidence of a leak. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.